Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced ischemia and in-stent restenosis. The 22mm and 70% stenosed target lesion was located in the mid left anterior descending coronary artery. There was a reference diameter of 3.25mm. The target lesion was predilated and a 3.0x28mm taxus express2 stent was implanted followed by post dilation resulting in 0% residual stenosis. The pt was discharged 1 day later on aspirin and clopidogrel. At 389 days post index procedure, the pt presented with fatigue and shortness of breath with mild activity, a decline in exercise and functional capacity, and ischemia. Three days later, the pt underwent coronary angiography that revealed 70-80% in stent restenosis, ischemic cardiomyopathy and mitral regurgitation 3+. Using a 6f sheath, access was gained via the right femoral artery. A 0.014 non bsc guidewire crossed the restenosed lesion. A 3.0x12mm apex balloon was then advanced, and predilation was performed at 8 atms with a maximum duration of 30 seconds. A 3.0x16mm unk bsc taxus stent was deployed in the target lesion at 11 atms, followed by post dilation with a 3.0x15 quantum maverick balloon catheter at 16 atms. Repeat angiography confirmed good results with no residual narrowing. The pt tolerated the procedure well and there was no complications. The pt was discharged one day later on allopurinol, plavix, colchicine, lorazepam, fish oil, metoprolol, simvastatin, digoxin, aspirin, protonix and lisinopril.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.